Event description:
After scoliosis redressment (th11-s2) in 2006 and screw removal in 2009, the pt underwent a revision surgery due to the rod breaking. The rod broke on high of the screw l4 left.

Manufacturer narrative:
The initial report indicates the device was implanted sometime in 2006. A request has been made to return the explanted device for analysis. A supplemental report will be submitted once the investigation is complete.